Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no patient involvement

Event description:
Case #: (B)(4) case subject: npi 8100 failed rate calibration account name:(B)(6) account #: (B)(4) asset name: 8100 pump module 9.17.0.22 asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: jackson had a lvp8100 sn (B)(4) failed rate calibration during pm. He would like to send the unit in for flat fee repair. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I transferred jackson to com for rga number to send unit in for flat fee repair.